Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving an "inappopriate" shock. Upon review, high capture thresholds and loss of capture were discovered. A chest x-ray revealed that the right ventricular lead had dislodged. The lead was replaced. The patient was stable.

Manufacturer narrative:
The serial number of the affected lead was (B)(4), rather than (B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.